Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified concentration of dopamine, at a rate of 10mcg/kg/min and the delivery was started. No further programming parameters were provided. After an unspecified length of time during transport to the cardiac catheterization lab for urgent angiogram and stent placement, the device powered off while on battery power without sounding an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was not notified. There were no reported adverse pt effects. The customer contact reported the pt's vital signs remained stable. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).